Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent stress urinary incontinence repair due to incontinence and pressure symptoms. Per additional information received, the patient has experienced urinary incontinence (stress and urge), injectable implants, vaginal wall adhesions, pelvic adhesions, very thin vaginal mucosa, additional surgical intervention ((B)(6) 2014), pain, infection, urinary problems and vaginal scarring.

Event description:
The preoperative and postoperative diagnosis was stress incontinence and pressure symptoms, rectocele repair, and perineal descent. The procedure performed was a suburethral sling, rectocele repair, perineorrhaphy, and cystoscopy.

Event description:
On (B)(6) 2006, underwent coaptite injection implant procedure and cystoscopy for urinary incontinence under general anesthesia.

Manufacturer narrative:
(B)(4). Exemption number: (B)(4). Covidien is submitting this report on behalf of (B)(4).